Event description:
It was reported that the physician's handheld screen is dark with the battery charged. It was reported that troubleshooting was performed which did not resolve the issue. A hard reset was performed and the on/off button was pressed for a few seconds. A new programming system was provided to the physician. The handheld was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.